Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
Falsely elevated platelet results were generated for approximately 3 to 4 patient samples tested on the cell-dyn emerald analyzer. The samples generated normal results upon retesting. One example was provided. An initial result in the 1000 k/ul range (exact value not available) retested at 300 k/ul. The customer's normal range is 130 - 440 k/ul. The customer is unsure whether any instrument flags were generated. The initial elevated results were not reported out of the laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
Data from the instrument was no longer available as it is deleted (the customer maintains data in their laboratory information system (lis)). Requests for lis data from the customer via customer service were unsuccessful. Field service was requested. Replacement of multiple parts resolved the issue. Based on review of historical data, complaint text, and due to lack of data, no pre-analytical issues or other causes could be determined. No conclusion could be reached for this issue. A product deficiency was not determined.